Event description:
On (B)(6) 2010, the pt reported she was at the hospital undergoing dialysis on (B)(6) 2010 and e4 (occlusion) error was displayed on the infusion device at 6:30 am. Her blood glucose at that time was 699 mg/dl. The pt was unable to clear the error message and she switched to her backup infusion device when she returned home using a new insulin cartridge, infusion set, and battery. Since that time the pt rec'd a kidney and pancreas transplant and is no longer on infusion therapy. She stated she is no longer diabetic. The alleged products were discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.